Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported that the unit with turn on ac or battery failed the operational check. There was no reported pt involvement and/or impact.